Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection shows evidence of moisture ingress on the display screen. A crack between the display lens and the case seal is observed, the pump failed a leak test due a case seal leak. Pump powers ¿on¿ with auditory and vibration, and displays ¿verify¿ screen, the display screen is fully illuminated and clear. Pump was opened and inspected and there was moisture corrosion was found to the display flex/connector, force sensor circuit and to the rf circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.